Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes were underfilled. The following information was provided by the initial reporter: "the tube doesn't fill, when we put the tube in the holder , the blood doesn't come in the tub just a little but it stop to fill alone."

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for low draw volume with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to low draw volume was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes were underfilled. The following information was provided by the initial reporter: "the tube doesn't fill, when we put the tube in the holder , the blood doesn't come in the tub just a little but it stop to fill alone."